Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after the implant, the patient experienced recurrence, abscess, adhesions, pain, and seroma. Post-operative patient treatment included component separation and removal of mesh.

Manufacturer narrative:
Additional info: a1, a2, a3a, a4, a5b, b5, b6, b7, d4 (expiration date), g1, h4, (&) h6 (patient codes, ime e2402: loss of domain) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after the implant, the patient experienced recurrence, abscess, adhesions, pain, seroma, bacteremia, wound drainage, fluid collection, (&) total loss of domain. Post-operative patient treatment included bilateral component separation with preservation of neurovascular pedicle and medialization of the rectus abdominis muscle, mesh revision, hospitalization, CT directed drainage of abdominal wall fluid collection, use of catheter, antibiotics, exploratory lap, lysis of adhesions, (&) hernia repair with mesh.

Manufacturer narrative:
Additional information: a4, b5, b7, h6 (imf code). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after the implant, the patient experienced recurrence, abscess, adhesions, pain, seroma, bacteremia, wound drainage, fluid collection, total loss of domain. Post-operative patient treatment included bilateral component separation with preservation of neurovascular pedicle and medialization of the rectus abdominis muscle, mesh revision, hospitalization, CT directed drainage of abdominal wall fluid collection, use of catheter, antibiotics, exploratory lap, lysis of adhesions, hernia repair with mesh, removal of mesh, and appendectomy.